Event description:
Per the audiologist, the patient hit her head in 2007. After that incident the patient did not hear as well with her cochlear implant system. Results of an integrity test done two days later were consistent with normal receiver/stimulator function with multiple open circuit electrodes. Explantation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
.